Manufacturer narrative:
(B)(4). The third party service agent advised the customer that their device is no longer under warranty and not field serviceable.  The third party service agent recommended that the device be permanently removed from service and that a replacement unit be obtained.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to a third party service agent that the customer's device had a low battery indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, the third party service agent observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted to zero (0). As a result, it is not likely that the device would be able to provide sufficient defibrillation therapy, if it were necessary.